Event description:
It was reported that a patient notifier was delivered for high, out of range high voltage lead impedance in the rv-can and svc-can vectors while the rv-svc was consistently in normal range. Further evaluation, including dft testing nad pocket manipulation was recommended. The patient was scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.